Event description:
The initial procedure treated an intracutaneous fistula on a male pt. At an unspecified time "years ago", a synthetic mesh was implanted for treatment of a hernia located in an unspecified area. The pt later developed an intracutaneous fistula. The physician performed a second procedure to remove the synthetic mesh, repaired the fistula and implanted a 12x25 veritas patch. Approximately 2 weeks post veritas placement, the sutures were removed from the skin. The pt later ate a meal after which time the incision opened and began to bleed. The pt was taken to the or where it was noted that the veritas patch appeared to be incorporating (with noted tissue ingrowth) into one aspect of the wound but was detached from the opposite end. The physician explanted the veritas patch and performed a primary closure. The presence of infection is unk. The pt's current status is unk.

Manufacturer narrative:
Product was implanted in 2009. Product was explanted approximately two weeks later. No product was returned for eval. A review of the device history record was not possible since the lot # was unavailable.